Event description:
A zenith flex aaa endovascular graft bifurcated main body was implanted in a (B)(6) male patient on (B)(6) 2014. The graft was deployed per the instructions for use and the procedure ended well. At 1 month follow up, a type 1a endoleak was noted. On (B)(6) 2014, the patient was sent back to or for endo anchor placement. The type 1a endoleak was resolved the patient is doing well. The physician indicated this was due to the patient's anatomy and not the graft. The patient had a lot of calcium and angulation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.